Event description:
Compaint (B)(4).

Manufacturer narrative:
Hcu 30 displayed an error "1004". According to the service report (B)(4) dated on 2020-09-28: an error occurred while using it in the hospital, and when the getinge field service technician (fst) pulled it up to the company, it was not reproduced. Just in case, the fst replaced the actuator on the main side. Valve cleaning was carried out. The fst ran for 3 days after the work and confirmed that it can be used without problems. Replacement parts: 701034052 actuator 24v ac / dc 50 / 60hz. Similar failure "error 1004" was already investigated in a similar complaint no. (B)(4) on 2014-10-02 with life cycle engineering (lce) investigation report no.2545: the most probable root cause of the reported malfunction is a slight oxidation layer is inside the 3-way valve. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The reported failure occurred during treatment. The reported failure "1004" can be confirmed. The hcu 30 which was used, was responsible for this complaint. The occurrance rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
(B)(4). It was reported that the hcu30 had the error ¿1004¿ (main heater temp. Sensor error) during surgery. No health damage to patients.